Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod coils and non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod coil through the introducer sheath. It was also reported that the physician made multiple attempts to advance the pod coil; however, resistance was encountered at the same location after advancing the pod coil partially out of the introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and additional coils. There was no report of an adverse effect to the patient.